Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm. The aortic neck was 2 cm in length. The distal iliac anatomy was described as very tortuous. A non contrast cta was used. All the stent grafts were implanted and on the final run, no endoleak was present. A 90 percent stenosis was present/pre-existing in the left renal artery and was stented post stent graft implant. The patient was closed and sent to recovery. It was reported that approximately five hours post op, the physician took the patient back to surgery for suspected retroperitoneal bleeding. The stent grafts were explanted and the physician stated there was retroperitoneal bleeding but it was not stent graft related. The source of the retroperitoneal bleeding is unknown per the doctor. The patient expired a day later. The cause of death has not been determined. No further information was provided.